Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave bd alert message. A request was made to have data from this device analyzed. Data was not available to be sent for analysis. The device remains in service and it was indicated a explant and replacement procedure was schedule but date not obtained despite its request. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave bd alert message. A request was made to have data from this device analyzed. Data was not available to be sent for analysis. The device remains in service and it was indicated an explant and replacement procedure was schedule but date not obtained despite its request. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave bd alert message. A request was made to have data from this device analyzed. Data was not available to be sent for analysis. The device was explanted and a new device was implanted. No adverse patient effects were reported.